Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the sensor did not blink when connected to the transmitter. Customer's blood glucose at time of incident was unknown. The customer's was advised to remove sensor and the electrode was missing. The customer was advised that we will replace one sensor.